Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with a sensor. Customer's blood glucose level was 493 mg/dl. Customer stated that she does not know why her blood glucose levels are higher. Customer also stated that she was going to see her health care professional on (B)(6) 2014. It was explained to the customer that the next time she changes her infusion set, she has to set the time to her time of 3:00 hour duration. Customer stated that all settings are correct on her pump. No additional information provided.